Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker system detected high out of range pacing impedances of greater than 2000 ohms in the right ventricle (rv). Device data was reviewed and it was noted the pacing impedances had been increasing since implant. The thresholds were stable/good and there were no epsiodes of noise. The patient is 100 percent paced in the ventricle. Additional information was received that troubleshooting was performed. This rv lead was checked thoroughly in unipolar and bipolar. The thresholds were again stable, and the impedances ranged from 1701 ohms to greater than 2000 ohms. The decision was made to increase the impedance parameter to 2250 ohms, and monitor the patient weekly to watch for her impedance trend. It was noted the patient was in sinus bradycardia, so her 2nd degree heart block was at best intermittent. There were no adverse patient effects reported. This rv lead remains in service.